Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to reflux, gi (gastrointestinal) which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient explanted their neurostimulator and tined lead. Initially, the patient was not happy with their device. The patient was doing well with their implant, then they began having gastrointestinal (gi) issues. The patient had gi work and found they have hemorrhoids. The patient said when their device was off, their gi issues resolved, and they have no interest in turning it back on. The nurse practitioner said not to contact the patient until the physician decides the next steps. The patient care team was instructed not to contact the patient. There was no patient complications reported.